Manufacturer narrative:
Not available as product was manufactured on or before september 23, 2014.the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-02165. It was reported that when the patient presented in clinic for a follow up, high capture threshold was observed on right atrial and right ventricular leads. The leads were explanted and replaced. The patient was stable.